Manufacturer narrative:
Patient information was not made available from the site. Device manufacturing date is unavailable. The site representative noted the coating on the reflective spheres may have been responsible for this issue. This part was disposable and will not be returned to manufacturer for analysis.

Event description:
A site representative reported that, while in a cranial biopsy procedure, the navigation system optical was failing to recognize the biopsy needle and when it does recognize, it is intermittent. The surgeon opted to discontinue the use of navigation to continue and completed the procedure without the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
Additional information/device evaluation: a medtronic representative reported that the customer used the system again with another biopsy needle and it worked fine. Prior to that case the rep had tested the system using a demo resin head model and biopsy needle and the navigation system worked fine. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. As previously reported, although unconfirmed as no parts were returned for evaluation the most likely cause was a biopsy needle issue.